Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has two leads from the same lot for off-label use.it was reported the patient lost stimulation due to the patient losing a significant amount of weight. An impedance check was performed but showed no anomalies. Troubleshooting by a sjm representative could not provide resolution. As a result, the patient had a trial procedure with the two existing permanent leads on (B)(6) 2015. It was reported the patient had good coverage post op. The patient may undergo a permanent procedure on a later date based on the outcome of the trial.

Event description:
Follow-up further clarified the patient underwent a trial procedure on (B)(6) 2015 and was implanted with two 3186 leads. Due to the trial being successful, both of the leads that were initially reported were explanted on (B)(6) 2015. The leads the patient was implanted with for the trial procedure on (B)(6) 2015 will be used as replacements. Effective therapy was obtained after the surgery.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.